Event description:
It was reported that the customer encountered a cgm error, specifically error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, performed a pump reset to resolve the issue, which allowed them to successfully start their sensor session.